Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The values were 1800 ohms, while the acceptable range in the physician's manual is 300-1200 ohms. The lead was explanted and replaced with a new lead of the same model. It was noted the physician suspected the lead puncture seemed a bit medial for the lead that was explanted. No additional adverse patient effects were reported. The explanted lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The values were 1800 ohms, while the acceptable range in the physician's manual is 300-1200 ohms. The lead was explanted and replaced with a new lead of the same model. It was noted the physician suspected the lead puncture seemed a bit medial for the lead that was explanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.